Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer was unable to exit load reservoir process. Customer¿s blood glucose was unknown at the time of incident. Insulin pump had motor error alarm. Customer was able to complete rewind. Drive support cap was normal. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion, prime and displacement test. Insulin pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing. Unable to verify prime/fill anomaly due to motor error alarm noted. Insulin pump received with cracked case reservoir tube window corner.